Manufacturer narrative:
Bd has been provide with a photo and sample for catalog 301944 lot 1612162 to investigate for this record. The foreign matter has identified as embedded contamination in the barrel of the syringe. As a result, bd was able to verify the reported issue. The embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polypropylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particles may be detached from the screw being injected and remaining embedded in molded piece. The device history report reviews that this defect was detected during manufacturing, so this complaint is also related to the failure of the segregation performed to the affected syringes. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the needle hub without possibility of being detached from it.

Event description:
It was reported that foreign matter occurred with a syringe s2 5ml 23ga 1-1/4in bd china. The following information was provided by the initial reporter, "after opening the unit package , it was found foreign matter in barrel." 5 occurrences were reported, but no date/time or patient information was given.

Manufacturer narrative:
The reported lot# 1612162 was not found for the catalog number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a syringe s2 5ml 23ga 1-1/4in bd (B)(4). The following information was provided by the initial reporter, "after opening the unit package , it was found foreign matter in barrel". 5 occurrences were reported, but no date/time or patient information was given.